Event description:
A malfunction alarm with a code of [16-0x20e6] was reported, and it could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, and a replacement pump was used as backup therapy to maintain insulin delivery.